Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of non-sustained ventricular tachycardia (nsvt) episodes showed oversensed noise on this right ventricular (rv) defibrillation lead. There was no evidence of pacing inhibition. Troubleshooting performed included pocket manipulations and isometrics, however the noise was not reproducible. Subsequently, this rv lead was cut, surgically abandoned, and replaced. While the pocket was open, visual inspection of the rv lead revealed a possible anomaly on the lead body indicative of compromised lead conductor integrity. The lead revision was completed successfully, and the ICD was also explanted and replaced at that time with no known allegations. No additional adverse patient effects were reported.